Event description:
It was reported that the burr detached and the patient became unstable. The target lesion was located in the mid left anterior descending artery. A 1.25mm rotalink plus and a rotawire were selected for use. When burr was withdrawn, the burr became detached form the shaft and was stuck on the rotawire. The burr was retrieved by pulling back on the rotawire into the guide catheter and successfully removed adding 30 minutes to the case. At the time of burr detachment, the patient became unstable, but was fine after the device was retrieved.